Manufacturer narrative:
The device in question was returned to the manufacturer on january 17,2025. The evaluation is anticipated, but not yet begun. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the cutting loop exploded during a case. According to the information received, the consequence of the explosion is that the bladder was charred. The surgeon was not concerned about any long-term harm to the patient. Cross reference MDR: 9610617-2025-00049, 9610617-2025-00050, 9610617-2025-00051, 9610617-2025-00052, 9610617-2025-00053, 9610617-2025-00054.